Event description:
It was reported that an altitude alarm occurred. The customers blood glucose level was 600 mg/dl. The customer addressed the high blood glucose level by administering a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.